Manufacturer narrative:
This event occurred outside the u.s. Where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that two days after the implant procedure, a pseudoaneurysm above the right femoral artery was detected by ultrasound. The patient was hospitalized and compression therapy started. The device remains in use. The patient was enrolled in the micra transcatheter pacing study. No further patient complications have been reported as a result of this event.